Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn: (B)(6), +20.0d) was implanted on (B)(6) 2025 in the left eye. Prior to beginning light treatments, the patient requested explantation of the lens and no light treatments were completed during the postoperative period. The lal+ was explanted on (B)(6) 2026 due to the patient's dissatisfaction with vision.